Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer was pulling air out of the cartridge with an empty syringe. Tandem clinical support educated the customer on the proper loading process. Customer either reloaded the cartridge or changed pump supplies and resumed insulin therapy.